Manufacturer narrative:
The failure investigation has been completed and the reported issues were verified in the logs; however, no failure was identified. However, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the user was taking a shower with the pump in the bathroom. The user reported a blood glucose level of 135 mg/dl. There was a delay in clearing the alarm. When the user attempted to load a new cartridge, multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges. The user's bg level was approximately 334 mg/dl with high ketones. The user addressed bg level with a manual injection. It was confirmed that the user had an alternate method of insulin delivery available.